Manufacturer narrative:
Analysis of the cannula and stylet of the returned 16 t-gauge introduce needle assembling was performed. Analysis found a catheter introducer needle anomaly with the needle and/or stylet. Analysis found a bent cannula tip and a burr on the stylet¿s tip.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. During the implant procedure, it was reported that the touhey needle was bent at the tip of the needle. After placing the touhey needle, the physician was unable to advance the catheter through it. The physician was unable to advance the catheter out of the tip of the needle, and the needle was removed. The physician examined the needle on the back table with the catheter. The catheter was never implanted. A second 8780 kit was opened and used for this case. The issue was reported to be resolved. No patient symptoms were reported. The patient's status at the time of report was alive - no injury. The pump was used to infuse gablofen 500 mcg/ml at 100 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.